Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04830. It was reported that patient experienced a hard fall. One of the leads migrated to the ipg pocket. As a result, surgical intervention took place where in the lead was explanted. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.